Event description:
An aneurx bifurcated stent graft with xpedient delivery system with unknown size and unknown lot number was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm size in unknown. It was reported that there was no vessel tortuousity and slight calcification. It was reported that the pt had small and frail iliac arteries. It was reported that when the physician was advancing the delivery system, the artery dissected. The physician repaired the dissection with a gore stent graft. It was reported that the pt was sent to recovery in stable condition; however later in the evening the pt's iliac dissected. The pt was sent for emergent surgery for repair of the iliac artery. No clinical sequelae were reported and the pt is reported to be fine.